Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two portions. Due to the returned condition, a full analysis could not be performed.

Event description:
It was reported that the lead had dislodged. Low r-waves were also noted. The lead was explanted and replaced when repositioning was unsuccessful.